Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Patient dob - only now year. Expiration date - ni. Unique identifier (UDI) # - ni. Date implanted - only know year . Initial reporter - ni. Manufacture date ¿ ni. Concomitant medical product(s): unknown head, catalog# ni, lot #ni. Unknown cone body, catalog# ni, lot #ni. Unknown cup, catalog# ni, lot #ni. Unknown liner, catalog# ni, lot #ni.

Event description:
Patient underwent a right hip revision procedure approximately eight years post-implantation due to implant fracture. The modular stem was removed and replaced.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: femoral body - revision - nitrided - porous cementless 12/14 neck taper; extended 46 mm neck offset lot#60650583 item#00999001946, unknown pe inlay lot#unk; item#unk, alumina ceramic femoral head 12/14 taper 32 mm diameter -3.5 mm neck length lot#unk item#00642803201. The reported event is confirmed. The products were returned. The visual examination identified that the stem was fractured at the distal end of the zmr body. The stem also exhibited damage. The optical examination of the zmr stem fracture confirmed that it was fractured by fatigue. The proximal end fracture showed fatigue beach marks and the suspected crack initiation area was identified to be on the lateral side of the stem, based on the beach marks orientation. The fatigue crack propagated to about half the stem cross-section and then the crack advanced to the medial side of stem by overload. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Previous investigation of this issue identified the primary root cause for the stem fractures is due to lack of proximal femoral support. Radiograph review for this incident noted that there is poor bone quality, however the stem position was noted to be good and the quality of proximal support was unable to be determined. There was also no evidence of osteolysis and good distal fixation was noted. It was discovered the stem fracture was due to fatigue; however a definitive root cause of the fatigue cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08706.

Manufacturer narrative:
This follow-up report is being filed to relay corrections and additional information. Concomitant medical products - zimmer alumina ceramic femoral head catalog# 00642803201, unknown pe inlay catalog# 14915032, zimmer femoral body neck taper catalog# 00999001946.

Event description:
Patient underwent a right hip revision procedure approximately eight years post-implantation due to fracture of the femoral stem. During the procedure, the femoral components were removed and replaced. Attempts to obtain further information have been made; however, none is available.